Event description:
It was reported that an asymptomatic patient presented for device change out due to normal eri. Externalized conductors were observed via fluoroscopy distal to the svc coil and proximal to the rv coil. No electrical anomalies were detected. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.